Event description:
A pt came to op surgery for an aortagram and a lab blood glucose was drawn. The result was 110mg/dl. The hosp's device was then used and it displayed a result of 515mg/dl and a repeat result of 542mg/dl. A staff rn was notified. No treatment occurred. Controls were in range on the device. The device was replaced and requested to be returned for eval.